Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved in the complaint and completed the failure analysis investigation. The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tip. The grips did not have cracking damage. Common causes of the failure are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. A clip could be properly loaded into the clip groove of the grip tips; however, the instrument was unable to properly close and form the clip. Common causes of loss of functionality to apply a clip is attributed to bent grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not releasing clips. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon tried to withdraw the instrument from the applied clip. The instrument would not respond to the surgeon's command. A backup instrument was used to continue the procedure.